Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 127-129 mg/dl. Reportedly, customer continued to use the pump for diabetes management.